Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a left hemi-resection they were unable to press the green button or squeeze the handle. The device did not fire. A new device was used to complete the case. There was no patient involvement.